Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed that an error 319 occurred on axes controller 3e/3f and replaced the universal surgical manipulator (usm) to address the issue. Following service, the system was tested and verified as ready for use (refer to crm notes history for further details). Intuitive surgical, inc. (Isi) received the usm and confirmed the reported issue as the unit triggered an error 319 on axes controller spar (acs) at start up. Failure analysis (fa) jumped the parallelogram fiber cable with a test one and the issue was not resolved. Fa returned the original parallelogram fiber cable and swapped the acs printed circuit assembly (pca) with a test one, which resolved the error 319 on the acs. Fa noted the error 319 returned after using original acs pca on in-house test system. As a fix the pcs pca will be replaced.

Event description:
It was reported during a da vinci-assisted low anterior resection procedure the surgical staff encountered an error 319. Technical support noted the customer tried to emergency power off (epo) the system twice, but the issue could not be resolved. The surgery was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) completed follow-up with the surgeon and confirmed the laparoscopic surgery was completed with no patient injury. The surgeon explained he elected to convert the procedure laparoscopically as it would have been to difficult without all 4 arms of the da vinci xi system.